Event description:
It was reported that stent deployment difficulties were encountered and that stent fracture occurred. Vascular access was obtained via a heavily calcified left femoral artery. The totally occluded, 190 x 4.5mm, eccentric, de novo, target lesion was located in a moderately calcified, moderately tortuous right superficial femoral artery (sfa). The 5x200x130mm innova¿ stent was introduced. After 60-80mm of the stent was released using the knurling wheel, the physician operated the pullback system to release the stent. Angiogram revealed that approximately 80mm of the proximal stent was inside the 'carrier current system of transmission'. The physician removed the crossover sheath with caution. It was then discovered that there was a part of the stent and the tip of the 'carrier current system of transmission' broken in the sheath and a piece of the stent also stuck outside the sheath. During withdrawal of the stent, a small piece of the stent also broke off in the right iliac artery. However, the pulse of the patient on both sides was okay. The distal, long piece of stent, between 60 - 80mm, was implanted in the left sfa in order to ensure good blood circulation. Because of the complaint from the left 'strip', the patient was sent to the operating room. The left 'strip' was opened and it was made continuous up to the popliteal segment with a fogathy technique. The vessel was then provided with a plastic patch. The patient is now in good health and will be kept under observation. This product I only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: inspection of the returned device revealed that the distal inner shaft of the stent delivery system (sds) was separated. The stent was received in two pieces. The proximal end of the stent and distal part of the inner shaft were received in the lumen of the guide sheath with the distal tip and a portion of the stent protruding from the tip of the guide sheath. By gently pulling on the distal tip of the sds the separated inner shaft and stent were removed from the guide sheath. The inner shaft was separated 2.5cm from the distal tip. The separated ends were stretched and jagged, which is consistent with tensile overload. The distal portion of the stent was stretched and bent. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent deployment difficulties were encountered and that stent fracture occurred. Vascular access was obtained via a heavily calcified left femoral artery. The totally occluded, 190 x 4.5mm, eccentric, de novo, target lesion was located in a moderately calcified, moderately tortuous right superficial femoral artery (sfa). The 5x200x130mm innova¿ stent was introduced. After 60-80mm of the stent was released using the knurling wheel, the physician operated the pullback system to release the stent. Angiogram revealed that approximately 80mm of the proximal stent was inside the 'carrier current system of transmission'. The physician removed the crossover sheath with caution. It was then discovered that there was a part of the stent and the tip of the 'carrier current system of transmission' broken in the sheath and a piece of the stent also stuck outside the sheath. During withdrawal of the stent, a small piece of the stent also broke off in the right iliac artery. However, the pulse of the patient on both sides was okay. The distal, long piece of stent, between 60 - 80mm, was implanted in the left sfa in order to ensure good blood circulation. Because of the complaint from the left 'strip', the patient was sent to the operating room. The left 'strip' was opened and it was made continuous up to the popliteal segment with a fogaty technique. The vessel was then provided with a plastic patch. The patient is now in good health and will be kept under observation. This product I only ous approved but it is similar to an approved us device.